Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient had a primary total hip in approximately 2005. She had several dislocations in 2015. She was scheduled for a revision (B)(6) 2015. Surgeon changed the head and converted her to a constrained liner. He noted trunnion wear and some adverse soft tissue reaction. Her abductors were weakened. On (B)(6) she was revised for infection.